Event description:
Essure was implanted and I have not had a regular period since. I have periods two or more times a month with excessive bleeding and even clotting. There is abnormal pain that occurs on both sides of my abdomen and excessive bloating with every period. I can also feel the essure implant inside of my body. When I move I have pain.